Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Device evaluated by bd.

Event description:
It was reported that during an infusion of norepinephrine on (B)(6) 2021 the pump stopped and the patient subsequently died the same day. Although requested, no further information was provided.

Manufacturer narrative:
During device inspection by the manufacturer, damaged isolation ribs were identified on the iui connector. It was determined through further analysis that this was an incidental finding and was unrelated to the previously reported event. Note that MDR 2016493-2021-60514 was submitted for the damaged isolation ribs of the iui connector. The issue of damaged isolation ribs on the lvp pump (channel b) do not affect the function of the right-side lvp modules, channels c and d, and did not in any way, affect the previously reported norepinephrine infusion. This determination was made by those who are qualified to make a medical judgment and reasonably conclude that the device did not cause or contribute to the previously reported event.

Event description:
It was reported that during inspection of the pump module by the manufacturer, it was noted that the device has damaged iui connector isolation rib damage. There was no patient involvement as the issue was observed during device inspection.

Event description:
It was reported that during an infusion of norepinephrine on (B)(6) 2021 the pump stopped and the patient subsequently died the same day. Although requested, no further information was provided.